Event description:
Revision of knee components due to tibial subsidence. This event occurred outside of the united states in (B)(6). Primary date of surgery was in 2007.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not available for evaluation. Additionally, the specific device information was not provided precluding a review of the device history record.